Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had prolite polypropylene mesh (atrium medical) implanted to treat vaginal vault prolapse on (B)(6) 2002 and removal of eroded/protruded mesh on (B)(6) 2013 and (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Urinary/bowel problems; undefined recurrence. Additional narrative: outcomes attributed to device; pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, urinary/bowel problems.

Manufacturer narrative:
(B)(4). It was reported that patient underwent rso, excision of sacral colpopexy mesh with reclosure of vaginal cuff and revision of colpopexy on (B)(6) 2013 due to vaginal discharge, bleeding and abdominal mesh erosion into the vagina. (B)(4).